Manufacturer narrative:
(B)(4). Report source: australia. Concomitant medical products: 110003450- g7 str monoblock shell insrtr-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01800. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon threaded the straight g7 handle onto the definitive g7 56mm shell. Impacted the cup into the reamed acetabulum. Couldn't unscrew the g7 handle from the shell. Had to pull the shell out with the attached handle. Surgeon tried to unscrew the shell from the handle but the thread on the end of the handle seems to be cross threaded. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d2; g3; g4; h2; h3; h4; h6 visual examination of the provided pictures identified the acetabular shell remains connected to the inserter. No damage can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.